Event description:
It was reported the patient experienced inadequate stimulation with their scs system. Programmer displayed error message "strength is off. The generator could not deliver the desired strength." Impedances issues were addressed, and reprogramming was unable to resolve the issue. Surgical intervention may be pending to address the issue at later time

Manufacturer narrative:
Section a4: patient weight is unknown. Section b3-date of event is estimated

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.